Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd as tib brg 12x71 item# ep-189062 lot# 601570, biomet cc cruciate tray 71mm item# 141233 lot# j3361163. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently was revised due to pain, swelling and metal allergies one (1) year, six (6) months post primary implantation. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-04718. The reported event was confirmed by the provided allergy report. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue attributed to the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.